Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 2 on right eye (od) at 1 day post-operative exam. The brief description of the event was that pred forte (topical steroid) dosage was increased followed by a scheduled tapering. The patient¿s comment was that it was asymptomatic. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/15 -.25 x -.75 x 165, left eye pre-op 20/15 -.50 x -1.25 x 172.